Event description:
It was reported that a motor rate error was observed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was found the plunger seal remove and the bottom seal intact. The investigation found the cracked top case lower left corner (chemical damage). The pump event history showed a motor rate and motor not running error during occlusion test. The technician found normal wear for the drive gear(blue), worm coupler lead screw and clutch halves, and motor mount. The root cause was due to normal wear. The technician replaced motor assembly (excluding motor), lead screw and clutch halves. Cleaned and greased drive train. Performed occlusion test and all functional tests which passed.